Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k): k103751, k110122, k141521.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the moderately tortuous and moderately calcified fistula. A 7.0 x 150, 135cm mustang balloon catheter was advanced for dilation. During inflation at 6 atmospheres, the balloon burst. The procedure was completed with another balloon. There were no patient complications as a result of this event.